Manufacturer narrative:
(B)(4). Medical product: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # j7361643. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00751.

Event description:
It was reported that a patient had revision of a disassociated glenosphere approximately 3 months from the initial surgery. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was not confirmed as there is no way to function test disassociation with the baseplate and it was unknown what caused the disassociation. Visual examination of the returned product identified the baseplate shows wear and damage. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.